Event description:
It was reported that during a laparoscopic colectomy procedure, surgeon mentioned that he noticed that the harmonic gets abnormally hotter during activation than usual and it takes longer time for the heat to be dissipated. Surgeon used the harmonic to push away the small bowel and he release the small bowel shriveled up and bleached in color. Surgeon was a bit concerned so he put 2 stitches onto the small bowel before closing the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.